Manufacturer narrative:
No patient results impacted by this event. The beckman coulter customer technical specialist assisted the customer in identifying and tightening loose fittings via telephone. The cause of this event was confirmed as a loose substrate fluidics system bulkhead fitting and/or substrate probe fitting. A loose substrate fluidics fitting could compromise substrate delivery and has the potential to cause the system to generate erroneous patient results. The customer tightened the fittings during guided troubleshooting with technical support to resolve the issue. (B)(4).

Event description:
On (B)(6) 2015 the customer reported that sample counts outside limits errors had occurred on the customer's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reported that these errors had been a reoccurring issue on the analyzer since (B)(6) 2015. During guided troubleshooting, it was determined that the substrate supply bulkhead fitting and the substrate probe fitting were loose and were the cause of the reported errors.